Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch was noted on the right ventricular (rv) lead. The switch occurred the date of implant. No further information could be obtained through follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.